Event description:
A caregiver reported higher values when scanning the adc freestyle libre 2 sensor. On (B)(6) 2021, as a result, the customer had a loss of consciousness and was provided "pure ranja" (sweet drink) by the caregiver for treatment. The caregiver reported a sensor scan of 17.6 mmol/l was obtained and compared to a glucose test of 2.6 mmol/l on built-in meter, taken more than 10 minutes apart. However, it is unknown if these values were taken at the time of the medical event. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh0071zper has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported higher values when scanning the adc freestyle libre 2 sensor. On (B)(6) 2021, as a result, the customer had a loss of consciousness and was provided "pure ranja" (sweet drink) by the caregiver for treatment. The caregiver reported a sensor scan of 17.6 mmol/l was obtained and compared to a glucose test of 2.6 mmol/l on built-in meter, taken more than 10 minutes apart. However, it is unknown if these values were taken at the time of the medical event. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported higher values when scanning the adc freestyle libre 2 sensor. On (B)(6) 2021, as a result, the customer had a loss of consciousness and was provided "(B)(6)" (sweet drink) by the caregiver for treatment. The caregiver reported a sensor scan of 17.6 mmol/l was obtained and compared to a glucose test of 2.6 mmol/l on built-in meter, taken more than 10 minutes apart. However, it is unknown if these values were taken at the time of the medical event. No further information was provided. There was no report of death or permanent injury associated with this event.